Event description:
It was reported that the procedure was abandoned due to a device malfunction. Prior to an ablation procedure, when preparing the metriq tubing set, the pump was not able to perform the calibration process when closing the cover. The pump was switched off and on, the cover was fully opened and closed again and calibration was tried several more times, but the issue did not resolve. The procedure was canceled, and had to be rescheduled. There were no serious injuries or adverse patient effects.

Manufacturer narrative:
The device was returned for analysis. The product was received in fair condition with no visible damage observed. The display powered up, and the green led was lit. The display stated "init self test passed." The display was clearly readable and looked displayed correctly. The pump did not start without the tubing set installed. "Tubing not loaded" failed to display and automatically clear, and "cover open" displayed instead. During trouble shooting of the unit, it was discovered that the door assembly malfunctioned, and replacing it solved the issue. "Purge not allowed" failed to display and clear itself in approximately five seconds. Installed tubing set and closed the door. Pump displayed "calibration in progress."

Event description:
It was reported that the procedure was abandoned due to a device malfunction. Prior to an ablation procedure, when preparing the metriq tubing set, the pump was not able to perform the calibration process when closing the cover. The pump was switched off and on, the cover was fully opened and closed again and calibration was tried several more times, but the issue did not resolve. The procedure was canceled, and had to be rescheduled. There were no serious injuries or adverse patient effects.